Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid in a micro-centrifuge vial. There was residue/debris on the product. Visual inspection found that the haptic was torn. Dimensional inspection found the lens to be within specification. Claim#: (B)(4).

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Device code (B)(4): off-label use (acd < 3.0mm). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vich13.2 implantable collamer lens, +7.0 diopter into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to excessive vault. A shorter lens was attempted to be implanted as a replacement however the lens broke. See MFR rep# 2023826-2021-2083 for replacement lens. The cause of the event is reported as unknown.